Manufacturer narrative:
(B)(4). Batch # 135c65. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage, a battery was received along with the device and one gst60d reload loaded on the device. The reload was received fully fired, with damage on reload deck and some b-formed staples remaining on the cartridge deck. In addition, two package materials were returned from the device and reload (psee60a: package lot/x9631v, gst60d: package lot/866a63). Further analysis showed that the jaws could be opened/closed and the knife was returned to the home position in the returned condition. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The override system was manually reset. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. Also, the knife could be advanced and returned as intended. However, the edge knife was noted nicked. The event could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch 135c65, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the knife moved to the tip, but did not return to the home position at 1st firing when cutting the sigmoid. Knife reverse switch did not work, and manual override lever was used to return the knife. The staple was stapled properly. Another device was used to complete the case. The device was used on the colon. There were no adverse consequences to the patient. The target tissue was not thick. The forceps was not used, so there is no possibility that the device clamped the hard things. After the operation, the pulse firing was performed, and it confirmed that the knife could not be returned after the knife stopped. Knife reverse switch could not be moved. Manual override lever was used, but lever stopped at 1.5 round trip. At that time, knife reverse switch could be used, and the knife returned.